Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6). Implanted: (B)(6) 2021. Explanted: product type catheter h3: the catheter was returned, and analysis found a compressed area in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc serial# (B)(4), implanted: (B)(6) 2021, explanted: product type catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 20-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving (B)(6) 1000 mcg at 400.04341 mcg/day and (B)(6)10 mg at 4.00043 mg/day via an implantable pump. It was reported on (B)(6) 2021, the patient stated that they do not have enough boluses to last through the night and their pain returns. The patient reported insufficient pain relief after boluses were used. The patient requested more boluses. On (B)(6) 2021, the device was reprogrammed where the bolus was increased and morphine was added to the pump. On (B)(6) 2021 the patient stated that they do not feel their boluses. A catheter dye study (cds) was ordered. It was noted they will double morphine if dye study is normal. The device was reprogrammed where the (b))(6) was increased on (B)(6) 2021. On (B)(6) 2021, a cds was performed and was normal. The device was reprogrammed where the (B)(6) were increased. The outcome was noted as ongoing. The clinical diagnosis was inadequate pain relief. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (B)(6) was possibly related and the drug action that caused the event was no change in drug. The event date was (B)(6) 2021. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021, the patient reported the pump was helping relief "somewhat". It was noted that they will continue to increase dosing. The device was reprogrammed where the (B)(6) was increased. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021, the patient reported pain was not under control, and they have not felt boluses since last pump fill. A catheter dye study was ordered. The patient was given a bolus in clinic with minimal pain relief. The device was reprogrammed where the (B)(6) was increased. On (B)(6) 2021, the patient reported no relief from pump. A catheter dye study was scheduled. On (B)(6) 2021, it was noted there was a catheter malfunction and seroma fluid was aspirated from the catheter. It was noted that contrast was seen pooling under the pump. An urgent revision was needed. The device diagnosis was catheter leakage.